Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the light guide post is loose. The inspection also noted the rigid outer tube is bent and dented, there is debris particles in the optical system and there are scratches on the distal end frame with damage to the distal end light guide fibers. The investigation is still ongoing; therefore, the cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the registered nurse at the user facility, the customer oes elite high-definition autoclavable rigid telescope has a report of a broken or loose component at the outer area of the telescope, ¿light post is coming off¿. The customer reported problem was found at preparation for use for a diagnostic procedure. No death or injury and no impact to patient or other was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.